Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for a descending thoracic aortic aneurysm and was implanted with a conformable gore® tag® thoracic endoprostheses. A 22 fr. Gore® dryseal flex introducer sheath was used for advancement of the device along side a pig tail catheter. The device was successfully deployed and when withdrawing the delivery catheter, the olive tip became wrapped around the pig tail catheter and got stuck on the valve of the sheath. It was reported by the physician that he pulled back ¿hard¿ on the deliver catheter, causing the tip to break off inside the sheath and causing damage to the valve of the sheath. The delivery catheter, with the detached olive tip were all removed together with the sheath. A new sheath was used to complete the procedure. It was reported that the patient received 2 units of blood due to the unplanned sheath removal. The patient tolerated the procedure. The physician reported that there was no problem with any of the gore devices; not removing the pigtail catheter prior to removal of the delivery catheter had been the issue.

Manufacturer narrative:
H6: code 10: the gore® dryseal flex introducer sheath was returned to gore and engineering evaluation showed the following: evaluation of the dryseal valve visually confirmed tears in the film tube of the device.

Manufacturer narrative:
H6: code 213- a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.